Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 27-year-old female patient who had essure (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight, dysmenorrhea, dysuria, lower abdominal pain, vaginal itching, vulvovaginal candidiasis, vaginal irritation, vaginal dryness, vaginal discharge, flank pain and renal calculus. Concomitant products included ibuprofen since 2013 and metronidazole. On (B)(6) 2008, the patient had essure inserted. In april 2009, the patient experienced dyspareunia ("dyspareunia/ painful sexual intercourse"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In june 2009, the patient experienced pelvic pain ("severe pelvic pain"). In 2010, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, alopecia, cystitis, urinary tract infection, vaginal infection and weight increased outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, cystitis, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 180lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on 1-apr-2008: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media dyspareunia,urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical compliant. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 27-year-old female patient who had essure (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 4. Concurrent conditions included overweight, dysmenorrhea, dysuria, lower abdominal pain, vaginal itching, vulvovaginal candidiasis, vaginal irritation, vaginal dryness, vaginal discharge, flank pain and renal calculus. Concomitant products included ibuprofen since 2013 and metronidazole. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ painful sexual intercourse"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"). In 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced weight increased ("weight gain"). In (B)(6) 2012, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2012, 4 years after insertion of essure, the patient experienced cystitis ("bladder infection"), vulvovaginal candidiasis ("vulvovaginal candidiasis"), bladder disorder ("bladder problem or change"), urinary tract disorder ("urinary problem or change") and dysuria ("dysuria"). In (B)(6) 2012, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, alopecia, cystitis, urinary tract infection, vaginal infection, weight increased, vulvovaginal candidiasis, depression, anxiety, vaginal discharge, bladder disorder, urinary tract disorder and dysuria outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, anxiety, bladder disorder, cystitis, depression, dyspareunia, dysuria, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal candidiasis and weight increased to be related to essure. The reporter commented: current weight: 180lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media dyspareunia,urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new event 'vulvovaginal candidiasis, depression, mental anguish, vaginal discharge, bladder problem or change, urinary problem or change, dysuria' were added. Event onset date were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a 27-year-old female patient who had essure (batch no. 623152) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included overweight, dysmenorrhea, dysuria, lower abdominal pain, vaginal itching, vulvovaginal candidiasis, vaginal irritation, vaginal dryness, vaginal discharge, flank pain and renal calculus. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia/ painful sexual intercourse"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced pelvic pain ("severe pelvic pain"). In 2010, the patient experienced alopecia ("hair loss") and weight increased ("weight gain"). In 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder, pelvic pain, vaginal haemorrhage, menorrhagia, alopecia, cystitis, urinary tract infection, vaginal infection and weight increased outcome was unknown and the dyspareunia had resolved. The reporter considered alopecia, cystitis, dyspareunia, ectopic pregnancy with contraceptive device, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight: 180lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported via social media dyspareunia,urinary tract infection. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs and medical record received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. From pfs vaginal bleeding, menorrhagia, dyspareunia, hair loss, bladder infection, urinary tract infection, vaginal infection added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues") and pelvic pain ("severe pelvic pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. At the time of the report, the ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain outcome was unknown. The reporter considered ectopic pregnancy with contraceptive device, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.